Event description:
A malfunction alarm was reported by the customer, labeled as malfunction 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was advised to monitor the situation and call back if any further malfunction codes appear, and they acknowledged and understood these instructions.